Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume folfusor. The device was filled with an unspecified amount of fluorouracil. After forty eight hours, the device had an unspecified amount of the drug still remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.